Manufacturer narrative:
Final analysis found the device to exhibit inappropriate measured data. The device functioned normally after power reset.

Event description:
Information received from the field does not address the patient's clinical status but notes that battery voltage had steadily increased since october 2002 when it was 2.92 v. In june 2005, the measured data was 3.01 v, 17 ua, <1 kohms. In december 2005, it was 3.06 v, 17 ua, <1 kohms, and in june 2006, it was 3.13 v, 17 ua, <1 kohms.

Event description:
It was reported that the ivc filter fractured. Allegedly, the fractured portions migrated to the pt's vital organs.